Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to 56 mg/dl. The patient had high blood pressure. For treatment, the patient was given glucose, potassium and diagnostic tests. The patient was prescribed amlodipine 10 mg, to take one a day. The pod was worn between 1 and 4 hours on the arm. The patient was discharged after 1 day. The pod was discarded.